Manufacturer narrative:
Initial 1 of 6 e1: patient city: (B)(6) patient country: spain. Name: (B)(6) based on the available information, this event is deemed to be a malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
It was reported that the patient faced infusion set got accidentally caught and untaped event on (B)(6) 2026.